Event description:
Event occurred in the week of (B) (6) 2008. Customer reported on-going secondary infusion issues associated with the secondary syringe administration set. Stated the first time the secondary intermittent, infusions is hung, it will infuse without incident but with subsequent infusions it will either partially or not infuse resulting in an administration delay or an underinfusion. The nursing unit staff placed a mark on a piece of paper each time an issue with the secondary infusion administration occurred. Sixty-seven separate events were identified during the week of (B) (6) 2008. No pt harm was reported and no medical intervention was required. No other event details available. The primary and syringe secondary administration sets were requested but not received to date. A follow up report will be filed if product is returned in the future.

Manufacturer narrative:
(B) (4). (B) (4).